Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion set fell off events between (B)(6) 2024 to (B)(6) 2024. The infusion set was in use for 12 hours. No further information available.

Manufacturer narrative:
Initial and final MDR 1898420 - device 10 of 10.